Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an e360 ventilator had a loss of air and oxygen (o2) supply. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product was not in medtronic control. The repair was completed at a non-medtronic location and the third party service provider found the mentioned issue. The third party service provider connected all the connections properly and performed flow sensor and o2 sensor calibration. It was reported that the ventilator was in working condition. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation, the complaint will be re-evaluated.